Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: pfc fixed bearing primary knee code: unknown lot/batch/exp: unknown event did not happen during revision procedure on (B)(6) 2018 but it appears implant may have been misaligned during the primary implantation. I was in procedure but did not arrive until implant had been removed. Did not realize it was a pfc until I attended case in 11th when staff told me there was another implant to go to the retrieval centre. Product not being used in clinical trial. Revision procedure carried out in time frame expected. No expectation of legal action.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.